Manufacturer narrative:
(B)(4). Uncut washer - unblemished. The analysis results found that the device arrived in good visual condition with several staples protruding inside the pockets and some on the device guide face. One unformed staple was also received. The breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during an anterior resection procedure, the stapler cut but did not staple. It is unknown how the procedure was completed. No patient consequence reported.